Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the display on the customer's insulin pump went blank immediately after the pump was dropped into the river. The customer's blood glucose was 206 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.